Event description:
It was reported that prior to an arthroscopy surgical procedure it was observed that the camera head ac c mount had poor contact, and the light transmission of the fuslitegu_olym-acmi_3.5mmx3.0m guide beam was poor. During in-house engineering evaluation it was determined that the camera head ac c mount device had intermittent operation. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : intermittent operation, visual : corrosion/rusting/pitting per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.